Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x28 xience xpedition referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015, two xience xpedition stents (3.0x23mm, 3.5x28mm) were implanted in the mid right coronary artery (rca), 80% stenosed lesion. The patient recovered well. One year and a half later, the patient had felt repeated chest pain. On (B)(6) 2016, the patient was hospitalized and coronary angiography was performed. Per angiography, the rca had mild intimal hyperplasia in the rca stent. There was no stenosis distal to the stents and there was mild to moderate stenosis in the mid left anterior descending (lad) coronary artery. Medication was provided as treatment and the patient recovered well. On (B)(6) 2016, the patient was discharged from the hospital. Per study physician, the event was not related to the stents and not related to the index procedure. It is unknown if both the xience xpedition stents contained restenosis in or within 5mm. There was no additional information provided regarding this device issue.